Event description:
The customer reported to olympus, that the evis exera ii colonovideoscope had a coloring/scratch/kink inside a channel and foreign object was lodged in the suction channel. The issue was found during the intended diagnostic colonoscopy procedure. The customer could not determine what is stuck in the suction channel, as the cleaning brush could not pass through due to the foreign object. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that foreign material cannot be removed even with correct reprocessing performed due to the buckling of each channel or nozzle. There was no pass through the suction cylinder, and the suction flow was clogged. The technician was unable to dunk due to no passing in suction cylinder. Additional evaluation findings were as follows: the plastic distal end had chips/scratches/dents, the objective lens had a scratch on lens not affecting image, the bending section cover was advanced diagnostics (ad) removed, the insertion tube has scratches/ buckles near grip and distal end, the control body was missing olympus label on the scope cover, and the light guide tube has minor dent/scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. There was no delay in the start of precleaning. The air/water nozzle was attempted to flush with water and air but was unsuccessful. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. Brushing failed. Olympus will continue to monitor field performance for this device.